Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the screen was hard to see. The customer¿s blood glucose level was unknown at the time of the incident. Customer stated that the screen had a scratch on the center of the screen. The customer was assisted with troubleshooting. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan per health care professional instructions. The insulin pump will be returned for analysis.

Manufacturer narrative:
Insulin pump power up properly after battery installation. No blank display noted. However, unit had severely scratched lcd window, unable to perform operating currents, self-test, unexpected restart error test, rewind test, basic occlusion test, occlusion test, prime/a33 test, excessive no delivery test and displacement test due to severely scratched lcd window.